Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator was informed that this patient was found dead at home. The son reported he could not reach the patient at home by telephone and an ambulance was called. The ambulance personnel "found the patient dead at home" and according to the ambulance person, "patient was found with one battery holding in his hand and controller only connected to the ac adapter". It was reported that the patient should be transferred to the hospital for autopsy.

Manufacturer narrative:
Additional information received indicates that autopsy results are not available. Log review: alarm files did not reveal any alarms were logged around the event date of (B)(6), 2015. Logs indicate power consumption and estimated flow to be within the normal operating range up to (B)(6), 2015. The last data point logged was on (B)(6), 2015 at 12:54:56. Additional notes: in addition to the above described findings, review of the event files revealed 7 controller power ups and associated motor starts on (B)(6), 2015 indicating that both power sources were disconnected from the controller during those events. A review of the controller log files associated with the event captured is inconclusive. Waveform trends of this nature may be indicative of normal pump operation. Post-explant functional analysis confirmed that the pump (B)(4) met pre-implant requirements with power average consumption of 1.91 watts. There was no evidence of blood, tissue or thrombus within the pump and no indication of abnormal mechanical abrasions of the impeller or the pump housing surfaces. There were no scuff marks and scratches. There were no gross or microscopic findings that correlate with the functionality of the pump. Based on the investigation conducted, the most probable root cause of the reported event could not be established since the returned pump performed per specifications and there is no evidence to suggest that the device malfunctioned. (B)(4): manufacturing date: 04/2013. (B)(4): manufacturing date: 09/2013. (B)(4): manufacturing date: 10/2014. (B)(4): manufacturing date: 10/2014.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.a review of the device manufacturing records found no manufacturing issues related to the event and indicated that the unit met all the internal requirements prior to its quality assurance release process.the instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. H3 other text : the pump remains implanted.